Event description:
Son complaning of eyes burning and overnight they turned red and painful. Monday we took him back to where we bought his contact lens and the dr there told us to get him asap to ophthalmologist where he was diagnosed with infection. Zymar seen and was asked what solution for his contact he was using, it is/was bausch & lomb renu that is on the recall list. He now is on an agressive medication and have to take him back to the dr'sffice tomorrow. I was just told his twin brother has been using the same solution also. He tells us he is not having problem. We are taking him in tomorrow also. Event did not abate after use stopped.